Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed; due to damage on the circuit board of the video plug section, image noise occurred and the image could not be displayed. The following additional findings were also noted: assorted scratches, chips, cracks, dirty components, damage on the lock lever, and a pinhole on the video cable resulting in a loss of water tightness. A review of the device history record found that the device was shipped in accordance with specifications. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event may have occurred due to a damaged image sensor unit (disconnection, etc.) Or a breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. However, a root cause ultimately could not be determined. The inspection method for the reported event is described as follows in chapter 3 of the operation manual, preparation and inspection: inspection of the endoscopic system: inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that, immediately after starting to use the device during an unknown therapeutic procedure, their endoeye flex deflectable videoscope would not display images. The device was exchanged, and the procedure was completed with no delay. There were no reports of patient or user harm associated with this event.